Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. The pump was received with a button error alarm and had unresponsive bolus express buttons due to corroded keypad traces. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the unresponsive button. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of blank display and button error from the insulin pump. The customer's blood glucose level was 93 mg/dl. The customer stated that she received a button error and the pump will not function. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer does not have new aaa alkaline batteries to test with the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.